Event description:
Related manufacturing reference number: 2017865-2024-39380. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. During the procedure, the physician noted that the insulation of the right atrial (ra) lead was damaged. Both the rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure. Further information was requested, but no significant answers were provided.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead body insulation; inner and outer coils were found compressed at 40.5cm from the connector pin consistent with procedural damage. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the procedural damage to the inner insulation.